Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
It was reported that a patient experienced a cerebral hemorrhage during a litt procedure. It was noted that the patient had a biopsy of the targeted lesion prior to litt. The ablation was stopped and a craniotomy was performed as intervention on the same day.